Manufacturer narrative:
Device not returned, follow up with company representative.

Event description:
It was reported that a patient underwent a 3-level kyphoplasty procedure. During the cement fill, a saline bath was used to enhance thickening of the cement. When the cement was injected into the patient, it was not runny, however, it was not completely in the doughy state either. It was reported that the bone cement was mixed for one minute. A few days after the procedure, the patient reported to have numbness down her proximal thigh on the right side. The axial view films showed at either t10 or t11 that the vertebral body was filled anterior to posterior up to the posterior wall and that bone cement was lining the posterior wall but had not extravasated. It was also noted by the radiologist, who reviewed the post operative films, that specs were observed on the x-ray (scattered all over the patient's chest) could be possible emboli resulting possibly resulting from the cement. The treating physician, however, did not concur with this statement based on the cement fill that was performed during the case. No additional information was reported.